Event description:
It was reported that during an implant procedure, after implanting the right ventricular (rv) lead into patient, no sensing was observed. Attempts were made to reposition the rv lead, and high capture threshold was noted. After several attempts to a suitable location, the lead was over-torqued, and helix could no longer retract and extend. A new rv lead was implanted with no issues noted, and no adverse patient consequences.

Manufacturer narrative:
The reported event of failure to sense and high capture threshold was not confirmed, while the reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with a connector sleeve fully inserted into the lead. Visual inspection found the helix extended and clogged with blood. After cleaning and applying torque directly to the connector pin, the helix could be retracted and extended. The full helix extension length was measured within specification. The cause of the helix mechanism issue was isolated to the clogged helix. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead connector passed insertion testing into the test ICD device and is-4 connector sleeve. Dimensional analysis of the connector boot was measured within the product specifications. Visual and x-ray inspections of the lead did not find any anomalies.